Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify blank display due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer stated that contacts on battery cap was not missing or damaged. Customer stated that battery compartment and spring was not damaged or corroded. Customer stated that insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.